Event description:
Caller reported potential false positive troponin I (tni) result on the triage cardio profiler. Patient was admitted to the hospital. No invasive procedure performed on this patient based on triage test result.

Manufacturer narrative:
Testing was performed using an in-house retained device. Observations of mfg pouch release from gsp from tni recovery on profiler w45380: profiler w45380 was within manufacturing final release specifications at time of pouch release. No error codes were observed. All data points on wb (neg. Control) and zero control were below the manufacturing cutoff of 0.10ng/ml for tni recovery. Two standard outliers were observed on cal h that were above the manufacturing 2sd range. The presence of these two outliers were with in manufacturing final release specs. All other data points for each calibrator for tni recovery were within manufacturing final release specifications. The customer did not provide any sample or product for testing; product support was unable to verify the customer's complaint and could not rule out any sample specific or environmental factors that may have affected analyte recovery. No corrective action required as no product deficiency was established.